Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinician at bedside assisting with patient who has been warming since this am with starting temperature 96.2f in an arctic sun device and did not appear to be warming the patient. The patient temperature (pt) at start was 96.2f. They came in and swapped probe to esophageal probe. Patient temperature (pt) was 96.5f, targeted temperature (tt) was 97.5f, rewarm rate 0.25c/hr, water temperature (wt) was 68.2f, water flow rate (wfr) was 1.8 l/m 4 pads connected with overlapping and good abdominal coverage. Only alerts alarms were when device was powered off and probes swapped out alerts 14 (patient temperature 1 probe out of range), 005 (water reservoir empty), and 14(patient temperature 1 probe out of range) just recently. System diagnostics showed that the outlet monitor temperature (t1) was 84.4f, outlet control temperature (t2) was 84.7f, inlet temperature (t3) was 80.8f, chiller temperature (t4) was 41.2f, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater was 41 percentage, water reservoir level (wrl) was 3, system hours were 5013 and pump hours were 4554. Patient was not shivering and no seizure activity noted. Trend indicator was thermoneutral. Discussed patient medication administration. Water temperature (wt) was continuing to rise at 91.8f. Advised to leave probes and device be for the next 45 minutes since therapy was stopped prior to calling in and would call back to check in on water temperature (wt) at the end of that period. Called back department two times with no response. Called clinician's cell phone and they checked in with department. They had powered off device and were letting patient rewarm on their own.

Event description:
It was reported that the clinician at bedside assisting with patient who has been warming since this am with starting temperature 96.2f in an arctic sun device and did not appear to be warming the patient. The patient temperature (pt) at start was 96.2f. They came in and swapped probe to esophageal probe. Patient temperature (pt) was 96.5f, targeted temperature (tt) was 97.5f, rewarm rate 0.25c/hr, water temperature (wt) was 68.2f, water flow rate (wfr) was 1.8 l/m 4 pads connected with overlapping and good abdominal coverage. Only alerts alarms were when device was powered off and probes swapped out alerts 14 (patient temperature 1 probe out of range), 005 (water reservoir empty), and 14(patient temperature 1 probe out of range) just recently. System diagnostics showed that the outlet monitor temperature (t1) was 84.4f, outlet control temperature (t2) was 84.7f, inlet temperature (t3) was 80.8f, chiller temperature (t4) was 41.2f, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater was 41 percentage, water reservoir level (wrl) was 3, system hours were 5013 and pump hours were 4554. Patient was not shivering and no seizure activity noted. Trend indicator was thermoneutral. Discussed patient medication administration. Water temperature (wt) was continuing to rise at 91.8f. Advised to leave probes and device be for the next 45 minutes since therapy was stopped prior to calling in and would call back to check in on water temperature (wt) at the end of that period. Called back department two times with no response. Called clinician's cell phone and they checked in with department. They had powered off device and were letting patient rewarm on their own.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.